Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and non-boston scientific right atrial (ra) lead and right ventricular (rv) lead exhibited a lead safety switch due to high ra and rv pacing impedance measurements. The ra impedance measurements were 2682 ohms. The device switched to unipolar configuration for both the ra and rv leads. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was provided which noted that isometrics were performed and the high impedances were reproduced. The device was reprogrammed to unipolar configuration. No adverse patient effects were reported.